Manufacturer narrative:
No medwatch form was received.

Event description:
Patient had lead repositioned due to unacceptable capture thresholds. The lead tip was placed in the rv outflow track and is currently showing good capture and sensing values.